Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury and will likely undergo corrective surgery.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could have caused or contributed to the reported event. The instructions for use which accompanies device currently addresses potential risks associated with surgically implantable materials. The instructions for use states in the precautions section: "implant is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. When handling pelvisoft biomesh use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish." (B)(4).